Manufacturer narrative:
Correction - c50449 does not apply to this event medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D2: please note that this device was used in an off-label manner as it was implanted for dystonia. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of the event: (B)(6) 2019 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020 (B)(6) (B)(4) information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient had worsening "right sided symptoms" with objective worsening of his dystonia on that side. The patient had abnormally elevated electrode impedances on the unipolar testing (4000 throughout), and normal impedances on bipolar testing. The hcp speculated a potential wire break or kink causing the partial open circuit rather than a true lead defect given the normal bipolar impedances. The patient was reprogrammed with bipolar settings and impedances look ok. The hcp was going to take an xray to see if she could determine the cause. No further complications were reported/anticipated. Additional information was received from the manufacturer representative (rep). It was reported that the rep reported a code msg197898h and they did not know where the code was from. The rep reports physician indicated on his email that he would attach the impedance readings but is not seeing the attachments on the email. The physician wanted to know if the patient can have an MRI scan. It was reported that the patient's unipolar pairs show >4k ohms. The rep reported that physician had additional questions regarding impedance and MRI scan. It was reported that the patient had an adaptor implanted, reports all unipolar pairs shows high, in the 4000 ohms and bipolar pairs were normal. Rep reported that the physician reprogrammed patient using bipolar pairs and patient is getting good therapy. Patient needed an MRI of the neck. An x-ray was done and no problems were seen. It was reported that symptoms started to worsen sometime in fall of 2019. High impedance was first detected on (B)(6) 2020. It was stated that they have not been able to determine the cause of high impedances. Impedance testing revealed abnormally elevated electrode impedances on the unipolar circuit testing, and normal impedances on bipolar testing. This raises the suspicion of a potential wire problem causing an open circuit rather than a true lead defect. The patient was switched to a bipolar setting where therapy impedance is normal and he seems to be getting benefit.